Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 27-apr-2016: as contact details are not available, it is not possible to send the essure perforation questionnaire. No further information has been provided by the health authority. Additional information is not expected. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted and approximately a month later, it was diagnosed through x-ray that essure had moved. Initially the physician tried a laparoscopy. However, due to the uterine adhesions she had, he had to make an incision. During surgery, it was noticed that essure was adhered to the omentum (interpreted as device dislocation). This fallopian tube was tied. The other one was in the right place, so they left it. She spent a week at hospital and was then discharged. She stated that at the time of report she had urine infections (urinary tract infections). The device dislocation is serious due to hospitalization and required intervention and the urinary tract infection is serious due to its medical importance. Device dislocation is listed while the urinary tract infection is unlisted in the reference safety information for essure. Considering the nature of a device dislocation, the suggestive temporal relationship and lack of alternative explanation, this event is assessed as related to essure. Since the time lapse between the essure removal procedure and the onset date of urine infections, this event cannot be assessed at this time. This case is regarded as incident since an essure-related event caused a hospitalization and since device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit. Further information could not be obtained.

Manufacturer narrative:
Product technical complaint investigation received on 12-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted and approximately a month later, it was diagnosed through x-ray that essure had moved. Initially the physician tried a laparoscopy. However, due to the uterine adhesions she had, he had to make an incision. During surgery, it was noticed that essure was adhered to the omentum (interpreted as device dislocation). This fallopian tube was tied. The other one was in the right place, so they left it. She spent a week at hospital and was then discharged. She stated that at the time of report she had urine infections (urinary tract infections) the device dislocation is serious due to hospitalization and required intervention and the urinary tract infection is serious due to its medical importance. Device dislocation is listed while the urinary tract infection is unlisted in the reference safety information for essure. Considering the nature of a device dislocation, the suggestive temporal relationship and lack of alternative explanation, this event is assessed as related to essure. Since the time lapse between the essure removal procedure and the onset date of urine infections, this event cannot be assessed at this time. This case is regarded as incident since an essure-related event caused a hospitalization and since device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect a causal relationship to a potential quality deficit. Further information is being sought.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# (B)(4)) in (B)(6) on 14-oct-2015 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014. She had two children born by c-section and subsequent problems with uterine adhesions. She therefore opted for the device, because the gynecologist explained that there was zero risk and she would not have to be admitted to hospital. So, essure was implanted in (B)(6) 2014. The procedure was horrible. They told her in the clinic that they would give her some sedation but when the time came they only used a very light one, so she had pain. They laid her down in the operating room and tied her legs and she panicked; it was the longest 20 minutes of her life. When they implanted the essure in the right tube was bearable but when they came to the left one, she assured it was horrible. They gave her a painkiller and took her to a ward. After 20 minutes, they discharged her and she came home. The next day, taking her children to school, she walked down some stairs and felt acute pain on the left side that left her bent over. It took her ten minutes to straighten up. She was in great discomfort all day, but at the time just thought it must be normal. For the next week she had discomfort the whole time and then it was time for the check-up x-ray. After that, nurse asked her to go to the gynecologist urgently, because the left essure had moved and was near the kidney. She went to gynecology and the nurse said that doctor could not see her as she did not have an appointment, so she should go to the emergency room. Then the x-ray nurse arrived and told her that she had spoken to her supervisor and that essure should be removed right away. She went to the doctor's office and he started to say that he was not sure whether the device had moved or, as the tubes are permeable, they could be moving right then. He said not to worry and that the chief gynecologist had ordered another test, a hysterosalpingogram. Three or 4 days later she had to go to the emergency room in terrible pain. Vaginal ultrasound was done and everything was normal. One day, the gynecologist who implanted essure called her and told to go through the emergency room and to tell them she was in a lot of pain so they would take her to gynecology; she did what physician said. She was seen by a doctor in triage and she took a blood test, examined her and sent her for an x-ray, but first giving her a painkiller. X-rays was done and the nurse told her that she needed an operation. When she asked him if the essure had moved, he said that the doctor would tell me. She went back to the emergency room and the doctor told her to go to gynecology because the essure was out. Physician told her that the essure moved and should be removed by laparoscopy; physician decided to schedule her for (B)(6) (2014). Consumer told him that she could not go home like that and was admitted. She received antibiotics and painkillers. The next day they came round and told her that they would operate on the following day. She saw anesthetist and in the evening they started to get her ready, with vaginal lavages, enemas, etc. When she woke up from surgery, she had unbearable abdominal pain. She touched her belly and found gauzes over the navel and where her previous c-section scars were. A doctor told her that they tried to access through the naval but that it was impossible because of the adhesions, that they also tried to access through the vagina, and had the same problem, and that they had to make an incision. The essure was adhered to the omentum, of which they had also taken a sample for analysis. They had removed the essure that had moved and tied that tube; the other one was in the right place, so they left it. She spent a week at hospital and was then discharged. Two months later she went back for a check-up with terrible pain. The gynecologist performed an ultrasound and told her that if the pain continued they would have to remove her womb. She did not want more children but she was only (B)(6). He prescribed treatment. She was told that she has to decide whether to have the surgery or not. She gets now urine infections, she cannot bear having sexual relations with her partner and psychologically, she is a mess. All events were considered related to essure. Company causality comment: this is a non-medically confirmed spontaneous case report received via regulatory authority. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) implanted and approximately a month later, it was diagnosed through x-ray that essure had moved. Initially, the physician tried a laparoscopy. However, due to the uterine adhesions she had, he had to make an incision. During surgery, it was noticed that essure was adhered to the omentum (interpreted as device dislocation). This fallopian tube was tied. The other one was in the right place, so they left it. She spent a week at hospital and was then discharged. She stated that at the time of report she had urine infections (urinary tract infections). The device dislocation is serious due to hospitalization and required intervention and the urinary tract infection is serious due to its medical importance. Device dislocation is listed while the urinary tract infection is unlisted in the reference safety information for essure. Considering the nature of a device dislocation, the suggestive temporal relationship and lack of alternative explanation, this event is assessed as related to essure. Since the time lapse between the essure removal procedure and the onset date of urine infections, this event cannot be assessed at this time. This case is regarded as incident since an essure-related event caused a hospitalization and since device removal was required. Product technical complaint and follow up information are being sought.